Manufacturer narrative:
A1-a6: corrected patient dob. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remained ongoing on hm3 lvas, serial number (B)(6), until they were ultimately transplanted in (B)(6) 2024 (reference MFR# 2916596-2024-06794). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
They were admitted for observation. The patient did not have a history of arrhythmia pre-left ventricular assist device (lvad) and they did not have an implantable cardioverter-defibrillator (ICD).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient experienced a sustained ventricular arrhythmia which required defibrillation or cardioversion on (B)(6) 2024. The cause was considered to be due to organic disease and not device related. They remained admitted for the arrhythmia until on (B)(6) 2024 and received fluid replacement treatment.